Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported guide detachment was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with one proglide device, using the preclose technique via a 6f sheath, prior to a valvuloplasty procedure. Reportedly, a second proglide was deployed successfully and the footplate was retracted; however, upon removal, the device detached at the guide. There were no issues noted prior to the break. The detached portion was retrieved with a snare via the left common femoral artery. The sheath in the right common femoral artery was upsized to 12f and the valvuloplasty procedure was completed. The first proglide suture achieved hemostasis in the right common femoral artery. There was a clinically significant delay in the procedure. No additional information was provided.